Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid surgery, the cuff was slowly deflating. Anesthesia re-inflated the cuff twice during the procedure. The procedure was completed with the reported product(s) and was extended for 10 minutes. There was no patient injury. Additional information received, cuff was checked after placement however the leak was very slow.

Manufacturer narrative:
H3: product analysis confirmed that the device was returned in a double plastic bag. Upon return, traces of contamination were observed from the proximal to the distal end of the device. There was a clear surgical tape wrapped around the tube and there were pieces of hair observed on the tape. The harness was cut off when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff inflated/deflated with no issues, there was no leakage observed. Furthermore, the inflated cuff was submerged in the water for leak observation and found no leakage. Same as the cuff, the inflation assembly was also submerged in the water for leak observation and there was no leak observed. There was no leakage observed during the analysis of the returned device. H6: previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.